Event description:
The physician informed co that this pt, who has an implantable pulse generator (ipg), complained of pectoral muscle stimulation. The ipg was reprogrammed to resolve the muscle stimulation. Two weeks later the pt was noted to have "oversensing" and complaints of dizziness. Reprogramming was again performed. During the second reprogramming the ipg exhibited intermittent episodes of loss of capture. The pt was scheduled for a consult with a second physician; however, the pt expired before her appointment. Implanted 3/24/94. Explanted 5/22/94. Total implant time 2 mo.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.